Event description:
It was reported that a patient had spinal cord stimulation (scs) trial procedure on the morning of report. It was noted that after the procedure the patient was complaining of foot pain before stimulation was turned on. It was noted that the evening of report the patient contacted the manufacturing representative complaining of foot pain ¿even when stimulation was turned off.¿ it was noted that the patient wants the leads taken out. It was further noted that the health care professional (hcp) insisted that the leads stay in and that the pain would resolve. It was noted that the patient had 2 leads that were placed at the t9 level in epidural space. It was noted that this was medical related and not stimulation related. Additional information received reported that diagnostic test were performed and the results were normal. It was noted that no malfunctions were seen or cause of issue determined. It was noted that no interventions had taken place or were planned. It was further noted that the outcome was that ¿pain was better, trial unsuccessful.¿ it was stated the representative did not have patient specific information, but the doctor explained he just ¿irritated a nerve and the pain would go away.¿ it was stated the lead ¿went anterior and irritated a nerve¿ and the pain went away.

Manufacturer narrative:
Concomitant medical products: product ID 3874, serial# unknown, product type: screening device; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3874, serial# unknown, product type: screening device. (B)(4).